Manufacturer narrative:
Evaluation of the returned component was inconclusive due to the condition it was received in. This report filed (B)(4), 2011.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent total shoulder arthroplasty on (B)(6) 2011. During the procedure, the surgeon attempted to cement the glenoid baseplate and glenoid post and the implants could not be fully seated in the shoulder. A second glenoid baseplate and glenoid post were attempted for use and again the implants could not be fully seated in the shoulder. A keeled glenoid base was used to complete the procedure. A delay of more than half an hour occurred.